Event description:
Hcp reported pt showed signs of drug withdrawal: nausea, sweats, confusion, and poor pain relief. The pump volume was accurate. The drug used was sent for analysis. The pt underwent replacement of the pump. The device was returned to the manufacturer for analysis.